Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation, a right femoral artery puncture was performed, and atrial mapping showed a left atrial volume of 200 ml, followed by alcoholization of the vein of marshall, isolation of the veins and shunt, and endocardial mitral line placement without mitral obstruction. Hemodynamic instability occurred during the operation and required fluid resuscitation and vasopressor support with noradrenaline. Echocardiography identified a pericardial effusion measuring 10¿12 millimeters (mm) apically and 8 mm subxiphoid, and a femoral arterial catheter was placed with an atrial pacing lead set at 80 beats per minute (bpm0. A transthoracic echocardiogram performed approximately 2 hours post-operatively showed the pericardial effusion increased to a maximum of 17¿18 mm apically without impact on cardiac flow. Post-operatively, the patient was pacemaker-dependent with an escaperate of approximately 25¿30 bpm at admission, and vasopressor support was rapidly tapered and discontinued. A recurrence of atrial f ibrillation was reported followed by atrial flutter, which was treated with intravenous antiarrhythmic medication and electrical cardioversion, and electrocardiogram later showed sinus rhythm. Blood testing showed troponin increase with disturbed biochemistry and hematology results. Echocardiograms showed stable pericardial effusion and later minimal pericardial effusion. Atrial tachycardia was treated with a cardioselective beta-1 blocker, and potent "loop diuretic" was initiated. Fever was reported and an infectious disease workup was requested and performed. The femoral arterial catheter with atrial pacing lead was discontinued and removed. The event was assessed by the investigator and sponsor as causally related to the index procedure and not related to the catheter or transseptal puncture. The hospitalization was prolonged, and the event was reported as recovered/resolved. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed.